Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: etlw1616c124e, serial/lot #: (B)(6), ubd: 16-jan-2026, UDI#: (B)(4); product ID: etlw1616c124e, serial/lot #: (B)(6), ubd: 06-mar-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an aaa. It was reported on (B)(6) 2024 that the patient presented emergently and was transferred to the operating room on (B)(6) to explant the endurant graft because it was believed to be infected. An aorta bifem was performed and when the clamp was released there was a lot of bleeding. The physician proceeded to suture the where the leaks were however theu persisted, so an ax by fem bypass was performed. The next day on cta it was determined that the sma was ligated. That evening the patient was brought back to the or and it was determined that the patient haddead bowels and still bleeding from the prior repair. The general surgeon was called in to review. It was reported the patient expired on (B)(6) 2024. The cause of the suspected infection and death is undetermined.

Manufacturer narrative:
It was reported all endurant stent grafts were explanted. It was suspected but not confirmed that the aneurysm may have been mycotic on initial implant. The death was unrelated to the explant but related to the physician ligating the sma which resulted in the necrotic bowels. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.